Event description:
During baxter's functional testing it was found that a spectrum pump experienced system error 322 alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced he identified symptom system error 322, caused by a failed lower link switch. The lower auxiliary assembly (including the lower link was replaced to correct this condition.